Event description:
As reported, during laparoscopic treatment of an inguinal hernia a optifix straight fixation device was used. As reported after being triggered seven times, a fastener broke. The broken fastener was removed from the patient's body. It was reported that fasteners would not release from the device thereafter. Another optifix device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, optifix straight deployed broken fastener and could not be released thereafter. The subject device is available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june, 2022. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Manufacturer narrative:
As reported, optifix straight deployed broken fastener and could not be released thereafter. The subject device is available for evaluation, however, at this time has not been received. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint of this nature for this manufacturing lot of 515 units released for distribution in june 2022. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document sample evaluation results. Functional evaluation of the sample could not reproduce the reported event of broken fastener deploying. The device was found to function as intended deploying the remaining fasteners with no issues. No manufacturing anomies were found. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during laparoscopic treatment of an inguinal hernia a optifix straight fixation device was used. As reported after being triggered seven times, a fastener broke. The broken fastener was removed from the patient's body. It was reported that fasteners would not release from the device thereafter. Another optifix device was used to complete the procedure. There was no reported patient injury.